Manufacturer narrative:
(B)(4). Additional information: batch # = m92j88. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed (B)(4) conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2016 information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # ni.

Event description:
It was reported that during a sarcoma case procedure, the clip would not close tightly then fell off. Case completed with another device. There were no patient consequences reported.